Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was selected for the endovascular treatment of a 5.7 cm diameter thoracic aortic aneurysm in zone two. The diameter of non-aneurysmal proximal neck was 33mm. It was reported that during the index procedure, after implant of other manufacturer¿s stent in zone zero, the valiant was intended to be lined up at zone two. However, the tapered tip of valiant delivery system was caught on the framework of another manufacturer¿s device. When the valiant delivery system was moved forward, the whole other manufacturer¿s device might migrate forward. The case was performed under local anesthesia so a prolonged procedure should be avoided. The implant of the valiant was abandoned. Final dsa was carried out and leak was not confirmed. The physician commented that this case was initially outside of IFU, arch had precipitous tortuosity and the other manufacturer¿s device stent framework was placed in the inside of the graft so it was an acceptable result. It was not led by product deficiency of valiant device. No clinical sequelae were reported and the patient is fine.